Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc did not boot automatically at power-on but could be initiated using the reset button. To resolve the issue, the fse reloaded the pc software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.